Event description:
It was reported that the user experienced hyperglycemia while performing an infusion set and tubing change and was unable to locate the pump rewind function, selected fill tubing only, and required live guidance to complete the supply change; the user also reported dexcom g6 sensor disconnection preceding the event and administered 6 units of subcutaneous insulin via backup therapy prior to contacting support. Symptoms included elevated blood glucose with a reported peak of 398 mg/dl and no reported acute clinical sequelae. Outcomes included temporary interruption of ilet use for two hours per guidance and subsequent improvement with glucose trending down to 296 mg/dl. Investigation included troubleshooting and user education regarding supply change steps and sensor connectivity. Investigation of this case revealed user difficulty operating pump functions during the supply change and prior cgm signal loss, with no device alerts reported. It was concluded that the event involved hyperglycemia associated with user handling during set change and cgm signal loss, with correction achieved through backup insulin and guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.